Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary y/bowel dysfunction. It was reported that the thing isn't working right. Patient stated they were at the doctor's office and they couldn't get it to work. Agent asked when this started and patient stated about 2 weeks ago, they sat down on something hard and the feeling all went away and it hadn't worked right since. Patient also stated they had a lot of trouble with their bowels and around the same time they had terrible diarrhea and then they got a urinary tract infection. The patient mentioned they had a day every once in a while, that doesn't seem too bad and the rest of the time it's just a mess. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient reported that their baseline symptoms returned / lost therapy benefit.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. They reported that it was unclear what the cause of the feeling going away was. As resolution, the patient was to see the manufacturing representative (rep) as they were unable to connect to the stimulator. It was unknown whether the issue was resolved. The device was intended to treat urge incontinence.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that it was unknown about the cause of the patient saying the "feeling all went away". The most likely cause of the event was unknown. When asked about the steps taken to resolve the issue, the rep stated that the patient has been unreachable via phone. Three attempts were made and voicemails were left, 8/15, 8/20 and 8/21/2025. It was unknown if the issue was resolved. The rep stated that it was unknown about the cause of the inability to connect to the stimulator. The most likely cause of the event was unknown. When asked about the steps taken to resolve the issue, the rep stated that if patient returns phone call they will work on addressing any issues. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.